Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported one week following a glaucoma filtration device implant procedure, the patient experienced a myopic shift. Minor resistance was noted during insertion, however, the device released and was easily tapped into place. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of myopic shift; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no mention of device system failure. There is also no information provided regarding the patient's preoperative condition, intraocular lens (iol) selected and a-constant used (assuming the device was implanted in conjunction with cataract), any surgical complications that may have occurred, or any other factors that may have affected the patient postoperatively. Each of these may contribute to refractive shift, which is probably due to forward movement of the iol. Possible root cause is that transient forward iol movement associated with anterior chamber shallowing is an established risk associated with use of the device system, which is clearly specified in the product labeling. The manufacturer internal reference number is: (B)(4).